Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist remotely assisted the customer to perform service method testing (smt), which failed the integrated multi-sensor technology (imt) mix test. A siemens customer service engineer was dispatched to the customer's site. After analyzing the instrument, the cse replaced reagent probe 1 (r1) mixer and the blend valve because the water temperature was high. The cse ran quality control (qc), resulting within range. The cse replaced the water temperature control module (wtcm) fan. The cse performed a total service visit and ran quick check, which passed. The cse monitored the water and feed temperatures. The cse ran patient correlation, between the original dimension vista and the alternate dimension vista instruments, resulting within specifications. A siemens headquarters support center (hsc) specialist reviewed the instrument data and concluded the event is not due to a reagent lot or method issue. The vista calcium (ca) assay is sensitive to mixing and any intermittent issues related to inadequate mixing upon addition of the reagent, could impact the accuracy of the ca results. It was also observed by the cse that the product temperature was >35, which could also impact ca recovery. The cause of the discordant, falsely elevated ca results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on a dimension vista 500 instrument. The discordant results were reported to the physician(s) who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting lower. The samples were repeated again on the original dimension vista instrument post calibration, resulting lower. The results for sample ID sample ID (B)(6) obtained from the alternate dimension vista instrument were reported to the physician(s). The post calibration results for sample ID: (B)(6) were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.